Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia. Customer's blood glucose level was 434 mg/dl. Customer stated last night they ate pasta and didn't do some bolus then while sleeping the insulin pump turned off due to power loss. Customer declined troubleshooting. Auto mode feature was not on at the time of incident. The device will not be returned for analysis.